Event description:
It was reported by the customer during opcheck, the device aborted the shock test. There was no reported pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.